Event description:
The customer reported via phone call experiencing high blood glucose levels. She also reported that the insulin pump sustained a crack to the reservoir compartment opening. The customer's blood glucose was 514 mg/dl. She advised that she was going to treat with a manual injection. She did not know how the damage to the device occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.